Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. On the same date as diagnosis, the patient was hospitalized for the event. The patient was treated with intraperitoneal vancomycin and intraperitoneal amakacin (doses, frequencies, and durations not reported) for the peritonitis. Five days after the onset and while hospitalized, the patient's catheter was removed and the patient was transferred to hemodialysis. At the time of this report, the patient was reported to be recovering from the peritonitis. It was not reported if the patient was retrained on proper aseptic technique. Additional information is not available at this time.